Manufacturer narrative:
One smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) was returned for analysis. The sample was visually inspected, and every component was in a good condition, no defects were found in the sealed package. In addition, pictures were received and both inner cannulaes included in the package were measured and have the i.d (inner diameter) within specification. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that while in use of a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu), it was noted that the diameter was too narrow due to the thickness of the cannula to perform bronchoscopy. No patient consequences were reported. No adverse effects were reported.